Manufacturer narrative:
(B)(4). Concomitant medical products: us157850 m2a-magnum pf cup 50odx44id 074900, 11-104110 mlry-hd por fmrl 10x155mm 402200, 139256 m2a-magnum 42-50 tpr insrt std 311380. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-03379.

Event description:
It was reported by the patient's legal counsel that the patient underwent a right hip revision surgery due to pain, swelling, loss of range of motion, metallosis, and elevated metal ions approximately seven (7) years post-implantation. No additional information is available.

Manufacturer narrative:
The complaint was confirmed based on the medical records provided. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause could not be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
The follow up MDR is submitted to relay additional information received. Once the investigation is completed, a follow up MDR report will be submitted.

Event description:
It was reported that the patient underwent a right hip revision surgery due to pain, metallosis, elevated metal ions and pseudo capsule approximately seven (7) years post-implantation. During the revision procedure, brownish fluid was noted. No additional information is available.